Event description:
It was reported that this pacemaker slipped out of its pocket and still remains in the area of the left breast. The physician was already made aware of this. There were no additional adverse patient effects reported. The pacemaker remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this pacemaker slipped out of its pocket and still remains in the area of the left breast. The physician was already made aware of this. There were no additional adverse patient effects reported. The pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to normal battery depletion. There were no additional adverse patient effects reported.